Event description:
Customer reported one false positive result for one patient. The customer communicated the result was confirmed negative by molecular (pcr testing). It is unknown if the patient was symptomatic. Deviations with the storage of the patient sample are noted in the case. The customer also communicated additional events that occurred on the same day of testing which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Improper sample storage was noted during troubleshooting that may have contributed to the event. Root cause: cannot duplicate with retains. Source: phone.